Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the power supply, main board and datasettes. The stm then performed a full pm and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, that there was no display on the cs300 intra-aortic balloon pump (iabp) and the speaker crackles when powered up. There was no patient involvement, thus no adverse event was reported.